Event description:
The customer called technical support (ts) reporting that the device's blower motor stopped and displayed error code 1134. The customer reported that there was no patient involvement at the time the issue was discovered. There was no patient or user harm reported. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Verified code 1134, blower stalled. In the pneumatics controls menu, the fse applied 10 cmh20 to the device and the blower is not spinning. In ventilator mode alarms ¿check vent: blower stalled¿ and ¿patient circuit occluded¿ are present. The fse replaced the blower to resolve the reported issue. The device passed required performance verification tests per philips¿ standards.